Event description:
Information was received that the cadd legacy pump alarmed for high pressure with no kinks or obstructions. Dose or amount: 30 ng/kg/min, frequency: continuous, route: IV. Dates of use: 2017 to ongoing. Diagnosis or reason for use: pah. No reported adverse effects.